Event description:
It was reported that there was blood leakage from arterial side of catheter with clamp in situ.

Manufacturer narrative:
Functional testing. Results: the arterial extension assembly was returned for evaluation. Without the lot numbers, we are unable to review the manufacturing records for the device involved. The returned extension assembly did not leak when functionally tested. We are unable to determine the cause of this event.